Manufacturer narrative:
The date of event is estimated. Further information was requested but not yet received.

Event description:
It was reported that the patient underwent surgical intervention on an unknown date wherein the system was explanted for an unknown reason.

Manufacturer narrative:
During the process of this complaint attempts were made to obtain complete event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.